Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. During the procedure, the physician selected a 2.75x16mm promus element stent to treat a 90% stenosed, 3x14mm "very" calcified lesion in the proximal right circumflex (rcx) artery. As the stent delivery system was advanced in the 3.75 ebu guide catheter, the shaft broke. The distal portion was removed from the patient's body. The procedure was completed with two non-bsc bare metal stents. The patient is reported to be feeling well and is otherwise stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. During the procedure, the physician selected a 2.75x16 mm promus element stent to treat a 90% stenosed, 3x14 mm "very" calcified lesion in the proximial right circumflex (rcx) artery. As the stent delivery system was advanced in the 3.75 ebu guide catheter, the shaft broke. The distal portion was removed from the patient's body. The procedure was completed with two non-bsc bare metal stents. The patient is reported to be feeling well and is otherwise stable.

Manufacturer narrative:
A visual and microscopic examination found that the hypotube had broken approximately 24.4 cm distal from the catheter's strain relief. Kinks were identified along the entire length of the hypotube with severe kinks noted in the region of the break. The crimped stent, balloon, and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified blood was present within the entire length of the guidewire lumen and on the balloon, indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).